Event description:
On 09-feb-2026, a other health care professional contacted technical service to report that golvo 9000 lowbase (product code 2000049, serial number (B)(6)), had mast damaged and moving during patient transfer. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the platinum fastener was loosed and needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The technician dismantling the mast and tightening the mast plate to resolve the reported event. Based on this information, no further action is required.